Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was about to go to bed when the cgm was 248 mg/dl. The patient used a sliding scale of 9 units to make the reading go down to 148 mg/dl and he was able to sleep comfortably. No bg meter finger stick or calibration was done during this time. In the middle of the night, the cgm alarmed at 40 mg/dl and the patient felt disoriented. He went to the kitched to get juice, carbohydrates and sugar but passed out and bumped his head. His wife called an ambulance and paramedics arrived at 2:15am ((B)(6) 2025). Paramedics treated the patient with glucose IV and transported the patient to the emergency room at about 2:30am. At the emergency room, blood work was done and results were normal. There were no medications provided to the patient since their bg ws reportedly normal. The first bg reading was 188-190 mg/dl, the cgm value was unknown. Before leaving the hospital, the patient's bg was 122 mg/dl and the cgm was 195 mg/dl. The patient reportedly did not sustain injuries from bumping their head when they passed out. The patient was in the ER for 4 hours and discharged at 6:30am. At the time of the report, the patient was doing fine and was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.